Event description:
Baxter (B)(4) received a report that an intermate leaked at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used and two companion samples. The used sample contained no fluid and its reservoir was ruptured in a footed position. Since the reservoir was ruptured, a functional leak test could not be performed in order to verify the reported leak condition. Visual inspection of the fill port and under the check band showed no signs of abnormality that could have caused leakage at the fill port. Visual inspection of the two companion samples also showed no signs of abnormality at the fill port. A functional leak test was performed on the companion samples by manually filling the samples to their maximum volume with water. During and after fill, no evidence of leak was noted at the fill port. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. The rupture issue found during evaluation was addressed through report 6000001-2011-42738. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.